Event description:
Four patients with discrepant potassium results. Initial result 3.8 mmol/l, repeated three times giving 5.7, 5.9 and 4.4 mmol/l. The initial results were reported, patient was not adversely affected. The field service representative determined a dripping sipper nozzle to be the cause and replaced isv8. Performance tests were performed.

Event description:
Four patients with discrepant potassium results. Initial result 3.2 mmol/l, repeat 4.4 mmol/l. The initial results were reported, patient was not adversely affected. The field service representative determined a dripping sipper nozzle to be the cause and replaced isv8. Performance tests were performed.

Event description:
Four patients with discrepant potassium results. Initial result 5.4 mmol/l, repeat 4.7 mmol/l. The initial results were reported, patient was not adversely affected. The field service representative determined a dripping sipper nozzle to be the cause and replaced isv8. Performance tests were performed.

Event description:
Four patients with discrepant potassium results. Initial result 5.8 mmol/l, repeated twice giving 3.6 mmol/l and 2.6 mmol/l. The initial results were reported, patient was not adversely affected. The field service representative determined a dripping sipper nozzle to be the cause and replaced isv8. Performance tests were performed.